Manufacturer narrative:
A product investigation is not possible. The device was destroyed by customer.

Event description:
During a surgical procedure, the renew grasper tip caused little injuries to the bladder of the patient. The anesthesia and procedure time was not extended.